Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic roux-en-y procedure, while the device was being used in transecting the stomach, the device was not able to fire. The surgeon was able to press the green button but was not able to squeeze the handle. There was no patient injury.